Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Review of event description: patient was implanted with trilogy shell - biolox head on (B)(6) 2016. Subsequently patient experienced 3 dislocations which was treated by closed reduction. Later, the patient was revised due to recurrent dislocation on (B)(6) 2017. Review of received data: surgical report of implantation is available for review: according to the surgical notes dated (B)(6) 2016 : a 54mm trilogy shell was impacted into position. Complete tight fit was not seen. Two screws were then placed for additional fixation. This locked the cup into position. The cup was placed in 20 degrees of anteversion and 40 degrees of abduction. The longevity liner was then impacted in position. It should be noted that the cup was bottomed out. For femur, the surgeon tried to place a #13 but it did not fully seat and then he tried with #12.5 kinectiv femoral stem which was impacted into positon. Excellent fit was noted. A 36mm biolox delta head was attached to letter j2 neck. This was impacted into stem. Hip was reduced, excellent stability was noted. No other complications were noted. Surgical report of revision due to recurrent dislocation dated (B)(6) 2017 is available for review: in the history of the patient following adverse events are reported: the patient had a thp implanted in (B)(6) 2016. After implantation, when she was discharged to home, she developed swelling in her leg and she was diagnosed with calf dvt. The patient had been anti-coagulated with coumadin, but was then over anti-coagulated with xarelto. The patient developed a wound hematoma which was evacuated on an unknown date. The patient had a (B)(6) infection which was treated with prolonged antibiotics. The patient was doing well until she fell in her home. The patient suffered a dislocation of the hip and was brought to the hospital and treated with closed reduction. The patient did well but has suffered of additional two dislocations, which were also treated with closed reduction. Due to recurrent dislocation, the patient underwent revision on (B)(6) 2017. No more information about the dates when the events occurred or any other details. In the intraoperative findings of revision surgery it is noted that the patient has very thin stretchy soft tissues around her hip and thin muscles (gluteus maximus, tensor fasciae latae). Additionally, during surgery, after trialing with good stability, a 32mm biolox head with a j2 neck was implanted. After hip reduction, good rom and adequate stability were noted, however positioning of the head within acetabulum was noted. As a consequence, a change of liner, head and neck was performed and a 28mm cocr head was implanted with a locked liner. The undated x-rays show a dislocation of the hip. Due to the lack of date on the x-rays (only 2017 is visible), it is unknown to which of the hip dislocation the x-rays are referring to. It is also impossible to determine if the head visible in the x-ray is the biolox head (involved in this complaint) or the cocr head (implanted during the revision on (B)(6) 2017). The pictures of the explanted liner are not relevant for this case, as they refer to the second revision surgery of the patient treated in (B)(4). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: the compatibility check was performed: any zimmer hip prosthesis with kinectiv modular neck technology is designed to be used with a +0 head only. Use of longer heads could lead to fatigue failure of the stem or neck and use of shorter heads could lead to reduced range of motion and component impingement. As the off-set of the head is unknown it cannot be determined if the combination was approved by zimmer biomet or not. Instruction leaflet for endoprostheses list under adverse effects: "dislocation, subluxation, insufficient range of movement, undesirable shortening or lengthening of the limb involved due to less than optimal positioning of the implant." . Additionally, "total or partial absence of the muscular or ligamentous apparatus." Is listed in the contraindication section. Root cause analysis: root cause determination using sap dfmea (biolox delta head dfmea covering the possible ref number (B)(4)): mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. => possible: the ref and lot number are not available. However, it is known that a 36mm biolox delta head was implanted with a j2 neck with plus extra offset and anteversion. No other detail is available, therefore it cannot be excluded that the appropriate size and offset were used. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products. => possible: according to the available information, only zimmer components were used. However, the off-set of the biolox head is unknown, there're it remains unknown if the products are compatible. Patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon. => possible: it is reported that the patient was doing well until she fell at home. The reason of her fall is unknown. Conclusion summary: it is reported that the patient had a trilogy shell - biolox head implanted on (B)(6) 2016. The patient was doing well until she fell in her home. Then she experienced recurrent dislocation (3 times) which was treated by closed reduction. Later, the patient was revised due to recurrent dislocation on (B)(6) 2017. In the operative notes of revision surgery it is stated that the patient has very thin stretchy soft tissues around her hip and thin muscles (gluteus maximus, tensor fasciae latae). Based on the available information it can be hypothesized that patient's fall in combination with her thin stretchy soft tissues and muscles could have led to the reported repeated dislocation. However, an exact root cause cannot be determined based on the available information. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted an unknown biolox delta head on (B)(6) 2016. On (B)(6) 2017 patient underwent revision to exchange biolox head to cocr head due to dislocation; during revision, fluid accumulation was noted. This is a splitcase with zimmer inc. (B)(6), reference number (B)(4). Note: it is only known that a biolox delta head size 36 was implanted. Without any information about the offset the ref. Number cannot be determined (possible ref number (B)(4)).